Event description:
It was reported the patient was unable to increase stimulation in 3 of his 4 programs and the amplitude auto-reduces. Diagnostic testing exhibited invalid impedance readings on all except one lead contact. The patient stated his problems seemed to start after he had gone through a courthouse security system with the system turned off. It was reported he had a sudden loss of coverage and is only feeling some stimulation in his right leg. It was reported the physician plans to replace the patient's lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.